Manufacturer narrative:
(B)(4). As the device was not returned and the lot number is unknown, a device analysis cannot be completed. This complaint is for a report of a leak, where the reporter stated that the leak was caused by the patient trying to get out of bed while connected to the homechoice. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. Section ¿troubleshooting¿ provides step-by-step instructions for properly disconnecting during emergencies. Section ¿troubleshooting¿ provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a transfer set leaked. This occurred during dwell cycle two of six of automated peritoneal dialysis (apd) therapy. The registered nurse (rn) stated that the transfer set became disconnected from the catheter due to the patient getting out of bed while connected to the homechoice device. There was no patient injury or medical intervention reported. No additional information is available.